Event description:
A medtronic representative reported that while in a spine procedure, the software exited unexpectedly. This occurred when ready to navigate the solera taps, the taps were missing from the tip menu and the instruments page did not display the solera tool card. The software came back up normally, the proper cards were added in and allowed them to access the tap projections. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Event description:
A medtronic representative provided additional information that the surgeon took new fluoro images and finished the case without further issue.

Manufacturer narrative:
Additional event description provided.the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No files/logs have been returned to manufacturer for evaluation.